Event description:
The customer reported the system shutdown unexpectedly. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 5vdc supply was adjusted. Also, the system interface and cpu pcb's were reseated. The system was tested and found to be working as intended, and put back into service.